Manufacturer narrative:
A customer reported obtaining a non-reproducible, lower than expected phenytoin (phyt) result from a single patient sample using vitros phyt slide lot 2627-0190-6032 processed on a vitros xt 7600 integrated system. The definitive cause for the event could not be determined historical vitros phyt quality control results using non-vitros and vitros quality controls and a vitros phyt within-run precision test indicated vitros phyt slide lot 2627-0190-6032 was performing as intended and did not likely contribute to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros phyt slide lot 2627-0190-6032. A vitros crbm within-run precision test, used to assess instrument performance, was acceptable, indicating the vitros xt7600 integrated system was performing as intended and did not likely contribute to the event. Finally, the affected sample was not centrifuged according to the collection device manufacture's recommendations, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor. It is likely cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected phenytoin (phyt) result from a single patient sample using vitros phyt slide lot 2627-0190-6032 processed on a vitros xt 7600 integrated system. Patient sample vitros phyt result of 76.13 umol/l vs. The expected vitros phyt result of 143.17 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected phyt result was reported outside of the laboratory; however, no treatment was given, changed, or withheld based on the reported result. A corrected report was issued to the physician and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).